Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was in the helix mechanism and the lead was stretched as noted on the visual inspection.

Event description:
It was reported that during the procedure, there was difficulty in positioning this lead and the physician chose to utilize a new lead for implantation. The lead was removed and replaced and there were no patient complications reported as a result of this issue.